Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The cause of the product was not adhering due to sweat. No further information available.